Event description:
It was reported that the patient did not receive the intended amount of lytic therapy due to device malfunction. Two ekosonic endovascular devices were selected for use for a bilateral thrombectomy procedure. Both catheters were placed without issue and the patient was transferred to the ICU for treatment. One of the ekosonic endovascular devices was reported to have frequent alarms, and therapy was discontinued with this device at 2 hours and 8 minutes of treatment as a result. The second ekosonic endovascular device remained in the patient for 3 hours and 22 minutes before being removed. As a result of the first ekosonic endovascular device being removed prematurely, the patient only received one quarter of the intended amount of lytic therapy. There were no further complications reported for the patient.